Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing a heart rate in the thirty's and was transferred to another hospital. Upon interrogation during the ambulance ride, the right ventricular lead exhibited sporadic capture. The device was reprogrammed in the interim. It was also noted that the lead had a decrease in impedance measurements over the past year. The patient had a fever, blood work done and due to scheduling issues the intervention procedure did not occur until (B)(6) 2017. The physician suspected that clavicular crush damage had occurred. The lead was successfully capped and replaced. The patient was released a few days after surgery in stable condition.